Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket was used to remove stones from the common bile duct. However, when attempting to crush a stone, the handle broke. A soehendra lithotripter was used to remove the stone from the basket and the basket was simply pulled out from the patient. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of handle break. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that the thumb ring was detached from the handle and was not return. The handle showed stress marks at the junction of the thumb ring, and the handle cannula was detached and kinked. Under magnification, drag marks of the fastening screws were noted on the handle cannula. Dimensional inspection confirmed the side car rx is pushed back approximately 1.5 mm which is out of specification. The reported event was confirmed. Based on all available information, it was determined that the stress marks at the junction of the thumb ring suggest that the separation may have been caused due to excess force or the technique used during the manipulation of the device. Additionally, the investigation finding of handle cannula detached and kinked, and side car pushback suggest that an excess of force or manipulation could have been applied during the procedure as consequence of the thumb ring detachment. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this reveled that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on july 13, 2022. During the procedure, a trapezoid basket was used to remove stones from the common bile duct. However, when attempting to crush a stone, the handle broke. A soehendra lithotripter was used to remove the stone from the basket and the basket was simply pulled out from the patient. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.